Manufacturer narrative:
Philips service replaced the l-arm connection/splitter panel spz and 24 volt power supply, and tested the system, which was confirmed operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the geometry intermittently locked up during use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.